Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of the drilled neuro tip, bearing damage and cutter not being able to be inserted was determined to be due to normal wear. The assignable root cause of the corrosion was due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, the craniotome device burr would not lock. During in-house engineering evaluation, it was determined that the craniotome device had a drilled neuro tip, unable to insert cutter and had corroded and broken bearings. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.